Manufacturer narrative:
Tracking #.47888. Vol # 10126320.

Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy when they tried to reload the tsw35 they could not remove the cartridge because the head of the stapler would not open. A new instrument was opened and the case was completed without complication. There was no consequence to the pt.